Event description:
It was reported that the daughter experienced a malfunction on her insulin pump while she was with her grandmother. There was no reported impact to the daughter's blood glucose level. Technical support was set to follow up and continue addressing the malfunction issue. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.